Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. A bend/kink was observed as well as a tear in the enclosed portion of the cannula. It is unclear when the bend occurred and the tear did not allow the fluid to pass. It was also noted that the downloaded data showed a significant struggle during the device's run but the exact cause could not be conclusively determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 14.3 mmol/l (258 mg/dl) while wearing the pod between 24 and 36 hours. A new pod was applied to treat the hyperglycemia and the patient's bg levels decreased to 5.9 mmol/l(106 mg/dl).